Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she had an event which she needed to call ambulance. The customer's blood glucose was 318 mg/dl at the time of incident. The customer's blood glucose was 405 mg/dl at the time of call. The customer's blood glucose was 363 mg/dl at the end of call. The customer stated that her blood glucose reached 485 mg/dl. The customer stated that she treated her high blood glucose with the insulin pump. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.